Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menometrorrhagia ("heavy and irregular menstruation"), migraine ("migraines"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), memory impairment ("trouble remembering"), menopausal symptoms ("early menopause symptoms") and pelvic pain ("chronic pelvic pain"). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal distension, menometrorrhagia, migraine, alopecia, weight fluctuation, fatigue, memory impairment, menopausal symptoms and pelvic pain outcome was unknown. The reporter considered abdominal distension, alopecia, device dislocation, fatigue, memory impairment, menometrorrhagia, menopausal symptoms, migraine, pelvic pain and weight fluctuation to be related to essure. Hsg (hysterosalpingogram) test. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("heavy and irregular menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device dislocation "device migration" (seriousness criteria medically significant and intervention required) and device monitoring procedure not performed "plaintiff does not undergo an essure confirmation test". Medical conditions: hsg (hysterosalpingogram) test. Concurrent conditions included obesity, irregular periods and dysfunctional uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("gastrointestinal or digestive system condition type: constipation") and diarrhoea ("gastrointestinal or digestive system condition type: sometimes diarrhea"). In (B)(6) 2014, the patient experienced migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue"), mood altered ("psychological or psychiatric problems condition: moodiness"), depression ("psychological or psychiatric problems condition: depression"), pollakiuria ("bladder problems or changes : frequent urination"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In (B)(6) 2017, the patient experienced menopause ("hormonal changes describe: premenopausal"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), weight fluctuation ("weight fluctuations"), memory impairment ("trouble remembering"), premature menopause ("early menopause symptoms"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, ablation on (B)(6) 2018 and bilateral salpingectomy, hysterectomy (full), oophorectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, abdominal distension, alopecia, weight fluctuation, fatigue, memory impairment, premature menopause, menorrhagia, menopause, mood altered, depression, pollakiuria, headache, dyspareunia, vaginal discharge, weight increased, constipation and diarrhoea outcome was unknown, the migraine, pelvic pain, fungal infection, dysmenorrhoea, vulvovaginal pain and abdominal pain was resolving and the vaginal haemorrhage and nausea had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, memory impairment, menometrorrhagia, menopause, menorrhagia, migraine, mood altered, nausea, pelvic pain, pollakiuria, premature menopause, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in pfs in essure insertion date as 11-sep-2014. Current weight: 153 lbs. Plaintiff took leave from (B)(6) 2018 for surgery for the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on an unknown date: concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 22-jan-2019: pfs and mr received: reporters were added. Patients demographic conditions were added. Events: premenopausal, vaginal hemorrhage, menorrhagia, yeast infections, moodiness, depression, frequent urination, headaches, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain, constipation, diarrhea, abdominal pain, vaginal pain were added. Event onset date and outcome were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.